Event description:
It was reported the patient had a staphylococcus aureus infection at the lower abdominal scar that was related to the lead and extensions. The patient had an oozing wound in the right lower quadrant noted at the end of the screening test. Event required explant and prolongation of hospitalization. Event was recovered without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the extension and lead was explanted during trialing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare professional of the foreign clinical study reported the patient had fibrosis due to the infection.

Manufacturer narrative:
Concomitant products: product ID 39565-30, lot # 0209356287, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 37081-60, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type extension; product ID 37081-60, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type extension. (B)(4).